Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety clip was missing. The tuohy borst adapter and 2-way stop cock were open. The stent graft had been partially released for 30mm. A flushing test was performed successfully through the pin vise handle (rear), but not successfully through the 2-way stop cock (top). Upon receipt of the sample, the y-adapter was detached from the wing screw, but could easily be reattached. The outer sheath is elongated at the catheter reinforcement. During the attempt to deploy the stent, the outer sheath tore off at the catheter reinforcement. The complaint is confirmed. The examination of the returned complaint sample confirmed that the outer sheath was torn off at the catheter reinforcement. According to the info received, the doctor performed an a/v access graft shuntogram, sheathless. The use of the system without an introducer sheath may have resulted in high deployment forces and finally in the tear-off of the outer sheath. This application represents an off-label use. According to the instructions for use supplied with this product, the fluency tracheo bronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case.

Event description:
It was reported the stent partially deployed during an a/v access graft shuntogram. The doctor went sheathless. The delivery system was removed. There was no pt injury reported.